Event description:
It was reported there was an informational power on reset (por) condition. The device could not be interrogated by the physician programmer because it was too low, so the patient first recharged the device by temporarily bypassing the por screen using the audio button on the recharger. Once the battery was up to 50% the por was cleared, and the patient was receiving effective stimulation. The patient was able to charge normally and charged the battery up to 100%, but the cause of the por was unknown.

Manufacturer narrative:
Concomitant medical products- lead model 3777-60 serial #(B)(4) implanted: (B)(6) 2011, lead model 3777-60 serial #(B)(4) implanted: (B)(6) 2011.